Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the right atrial (ra) lead exhibited noise. It was noted that there was a small, circular piece of plastic on the ra lead electrode. The piece of plastic was removed with a wet cloth. The noise was noted to have ceased after removal of the piece of plastic. The ra lead was kept in use. The patient was stable.